Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had high threshold, which required a higher pacing output to be programmed as the lead became non-functional. Consequently, the device had premature battery depletion. The lv lead was capped and not replaced, and the device was explanted and replaced with a dual-chamber device. It was also reported that the right atrial (ra) lead was undersensing the atrial events, which were coincident with cross-chamber blanking. The patient had ablation while device detections were still enabled, so a right ventricular (rv) lead integrity alert was triggered due to non-sustained high rate episodes and short v-v intervals - this resulted in the patient experiencing an inappropriate shock. The ra and rv leads remain in use. Also after the ablation procedure, the device was programmed to a pacing mode without av sequential pacing so the patient did not receive full cardiac resynchronization therapy. No further patient complications have been reported as a result of this event.